Manufacturer narrative:
The manufacturer previously received information alleging a patient with a dreamstation st30 device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Based on available information, at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The device has not yet been returned to the manufacturer for evaluation. There has been no communication from the customer on the return of the device. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a patient with a dreamstation st30 device passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.